Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2017 with the following findings: during investigation, the pump powered on with no audible tones. All audio settings were set to high except temp basal which was set to off. The vibratory alarm functioned properly. The pump was opened and a cracked solder joint on the audible alarm circuit was observed.